Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, with a lowest reported value of 44 mg/dl and approximately one hour below range, after morning coffee and despite self-treatment; troubleshooting and education were provided, including adjustment of dexcom low alerts to 80¿90 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included the need for self-management and monitoring without medical intervention or hospitalization. Investigation included customer interview and product-use review. Investigation of this case revealed no device malfunction identified and the cause of hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.